Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach in aseptic technique was further described as the ¿patient¿s technique was sloppy.¿ the patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with ancef, flagyl, valcycleir, vancomycin, ceftazidime, rifampin (doses, start dates, routes of administration are all unknown) for the event. It was reported that the patient was discharged from the hospital approximately one month later and was recovering from the peritonitis. The patient was retrained on aseptic technique. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.